Manufacturer narrative:
This report is submitted on (B)(6) 2020.

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Treatment with topical steroid and oral antibiotics was unsuccessful. Subsequently, the patient underwent revision surgery under general anesthesia to remove and replace the abutment on (B)(6) 2020.